Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. There was no indication of a performance issue with the reagent. The (B)(6) 2025 analyzer log had numerous sample short, sample clot, and sample foam alarms. The preanalytical data did not indicate any issues. The investigation determined the event was consistent with a patient sample-specific discrepancy. Elecsys hiv duo product labeling states: "interpretation of the results numeric result - coi >/= 1.00 result message - reactive interpretation/further steps - reactive in the elecsys hiv duo assay. All initially reactive samples should be redetermined in duplicate with the elecsys hiv duo assay. Redetermination of samples with an initial coi = 1.00 can be performed automatically." "Numeric result: one or both of the duplicate retests have a coi = 1.00. Result message: repeatedly reactive . Interpretation/further steps: repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For the right choice of method the module-specific subresult for hivag and ahiv can be used." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The assay is performing according to specifications.

Event description:
The initial reporter received questionable elecsys hiv duo assay results for two patient samples tested on the cobas e 801 analytical unit. Patient sample 1 on (B)(6) 2025: the initial result from the analyzer was 1.68 cut-off index coi (reactive). The result from an abbott alinity analyzer was 0.07 s/co (non-reactive). The result from an abbott alinity analyzer was 0.08 s/co (non-reactive). The result from the cobas e 411 analyzer was "non-reactive". Patient sample 2 on (B)(6) 2025: the initial result from the analyzer was 2.56 coi (reactive). The result from an abbott alinity analyzer was 0.06 s/co (non-reactive). The result from the analyzer after recentrifugation was 2.71 coi (reactive). On (B)(6) 2025: the result using a "fresh sample" from the analyzer was 2.54 coi (reactive). The result from an abbott alinity analyzer was 0.35 s/co (non-reactive). The result from an abbott alinity analyzer was 0.10 s/co (non-reactive). The result from the cobas e 411 analyzer was "non-reactive". The reporter stated that the results were processed from the primary and secondary patient sample tubes based on the laboratory algorithm.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.